Manufacturer narrative:
(B)(4). The service engineer found that the exhalation seal was not seated correctly and reseated it to correct the problem,performed a field action, and installed software. All performed tests and calibrations then passed per the manufacturer's specifications.

Event description:
It was reported that the ventilator had a graphic user interface (gui) communication error code. There is no reported patient harm.